Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's managing physician (hcp). Hcp clarifies that only the paddle lead was revised. Hcp clarifies that "the device was too far to the left" was referring to the initial placement of the paddle lead as opposed to a lead migration. Hcp reports moving the lead to the right to get more right sided coverage. Hcp reports removing more bone and repositioning the paddle. Hcp reports this resolved the issue and the patient has better coverage on the right side.

Manufacturer narrative:
B3 event date is approximate. Year of the event is confirmed to be valid. Continuation of d10: product ID 977c165, serial# (B)(6), product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 06-feb-2029, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had a revision done yesterday because the device was too far to the left for their body so they moved it to the right. When asked for an event date patient stated it was like day 2 of having it. Patient stated when they turned the device on with a manufacturer representative (rep)  it was more helpful. Patient noted they had someone from the manufacturer come down but patient did not know the name of the first person they notified about the issue. Patient mentioned the doctor had not given them the ok to turn therapy back on. The patient was redirected to their healthcare provider to further address the issues. No symptoms were reported. Additional information was received from a rep. Rep reports on april 18th appointment with the doctor (hcp), hcp stated the paddle was midline to left as seen on xray taken post op, and they were similar to x-ray that were taken at the time of surgery placement on (B)(6) 2025. At that time hcp spoke about possible revision if patient's pain symptoms did not improve after reprogramming. Rep attempted reprogramming by widening pw to capture right side. That was the last time this rep saw the patient. Additional information was received from another rep. Rep reports they were asked to program patient following implant, patient reported not receiving stimulation in the correct areas. Pt stated they were going to discuss follow up plans with surgeon/pain provider. It was decided that there would be a revision. Rep has no additional information regarding the patient/revision/follow-up plan.